Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. The caller indicated that the patient had the ins removed but the lead remained implanted. The caller stated that the reason for the ins removal was because the system was not working for pain relief any longer. The patient reported to the caller that the system stopped working 6 months prior to the (B)(6) 2020 removal procedure.